Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for non-reportable conditions. During the review of the system logs, secondary conditions of evidence of multiple field programmable gate array (fpga) reset failures and memory verification failure were detected. The conditions have potential for patient harm. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The handle software periodically verifies its external memory contents for integrity and if verification fails it prevents the handle from further operation. This could cause the handle to unexpectedly stop functioning. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when setting up the power handle before using to patient during a laparoscopic low anterior resection of the rectum, the nurse removed the handle from the charger and waited for it to calibrate. However, there was an error sound from the handle, a power handle error occurred on the organic light-emitting diode (oled) display. Another handle set was then used to complete the case. There was no patient injury.